Manufacturer narrative:
Based on the information provided, the cause of the event could not be determined.

Manufacturer narrative:
The initial result's reaction monitor showed a conspicuous reaction, especially at the plateau phase of the reaction. The repeat result's reaction monitor was inconspicuous. The alarm trace provided from (B)(6) 2022 to (B)(6) 2022 showed multiple "abnormal aspiration", "sample foam detected" & "sample clot detection" errors on the date of the event. The precision check was within specifications. The investigation determined that the gear pump's pressure was out of specification. Product labeling states "this will adjust the gp to 320 kpa." The investigation determined that the customer installed a non-roche reagent. Product labeling states "warning! Incorrect results due to use of closed development channel applications - the use of non-roche tests involves specific risks: errors during setup lead to systematically incorrect results. The interaction between the reagents and the cobas c pack green is unknown. The stability and onboard stability of the reagents is unknown. Errors during filling the cobas c pack green can damage the instrument and lead to incorrect pipetting." A general reagent problem was ruled out because the qcs were acceptable. The investigation determined that the issue was consistent with the inadequate gear pump pressure, the customer's use of non-roche supported reagents which may have caused unknown carry-over interference, and the multiple abnormal aspirations, sample foam detected & sample clot detection errors on the date of the event. The investigation is ongoing.

Event description:
The initial reporter received a questionable total protein result for one patient sample tested on the cobas pro c 503 analytical unit. The initial result was reported outside of the laboratory. On (B)(6) 2022, the initial result was 97.4 g/l. On (B)(6) 2022, the repeat result was 57.3 g/l. The reagent lot number is 59947001. The expiration date is 31-mar-2023.